Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt (B)(4) has been completed. The reported problem (patient death) was investigated. As received, the monitor and belt passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.

Event description:
A us contacted zoll to report that a patient passed away on (B)(6) 2017. The patient was reportedly in the hospital for a bowel blockage. The patient was 'preparing to move to an intensive care room when he coded the first time' and had the lifevest on. The patient reportedly 'coded a second time and did not have the lifevest on'. The patient reportedly passed after the second resuscitation attempt. Review of the download data surrounding the event indicates that the lifevest detected multiple short arrhythmias on (B)(6) 2017 between 19:26:36 and 20:06:10. The patient's ECG showed nsvt from 160-190bpm. The download data showed response button use during this time. It is unknown who pressed the response buttons. The detections were not sustained long enough to deliver a treatment. At 20:07:51 there is 27 seconds of vt at 165bpm transitioning to severe bradycardia at 10bpm, at which point the device declared an asystole event. Again, this detection was not sustained long enough to deliver a treatment. The lifevest then detected multiple short arrhythmias between 20:07:45 and 20:62:12. The patient's ECG showed severe bradycardia from 10-35bpm, transitioning to atrial fibrillation at 115bpm, then to nsvt at 130-180bpm, then to vt at 140-160bpm. The patient's ECG also showed evidence of CPR artifact. The longest detection was for 29 seconds. The detections were not sustained long enough to deliver a treatment. Detection stopped at 20:26:30 and the electrode belt was disconnected approximately 40 minutes later.